Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that blood glucose was 72 mg/dl and sensor reading was 200 or vice versa. Advised the customer there are many reasons for sensor reading inaccuracy. Customer declined troubleshooting. No further information provided.